Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an antibiotic infused over 38 minutes instead of 3 hours. Although requested, no additional details were provided. There was no report of patient harm.